Manufacturer narrative:
(B)(4).

Event description:
It was reported that a implantable pulse generator (ipg) reset was noted upon interrogation. It was noted that the reset occurred after radiation therapy and that the programmed parameters were maintained. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4471 competitor implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.